Event description:
Healthcare professional reported left side capsular contracture, baker's grade unknown, "pain and sensitivity" and "voluntary recall." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, deformation, and cloudiness in the gel/air voids between shell and gel observed after autoclave disinfection cycle. A weight test of the explanted material was verified and device was within specification. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician, and no issues found related with the manufacturing process.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced the events of ¿due to voluntary recall (other), pain and sensitivity; capsular contracture¿. The device remains implanted. This record is for the left side.